Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to a physical stress by dropping and/or knocking the affected part to a hard surface. However, while the device malfunction was confirmed, the root cause for the presence of the foreign material in the subject device could not be determined. The event can be detected/prevented by following the instructions for use in: olympus gf type uct260. Important information - please read before use. Precautions: ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not bend insertion section of the endoscope. Insertion section may be damaged. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result. Do not touch the electrical contacts of ultrasound connector. Contact failure may result. Do not apply shock to the distal end of the endoscope, particularly the ultrasound transducer and the objective lens surface. Visual abnormalities may result in the ultrasound image and endoscope image. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrovideoscope exhibited ultrasonic probe peeling. There were no reports of patient involvement.